Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized while using the pump. The customer did not provide any further details at the time tandem customer service (cts) was contacted. Cts attempted multiple times to contact the customer for more information; however, no reply was received.